Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. As of this MDR broken part remains in the root canal. Device will be attempted to be removed. If the device is removed customer will contact us to update. Other part of device was thrown out and lot # unknown. Additional information regarding the return of device and patient outcome will be submitted as it becomes available.

Event description:
In this event it has been reported that reciproc blue file broke. Broken part remained in root canal. They will try to remove it in next days. Lot unk. Instrument thrown away. If the part will be removed they will contact us again.

Event description:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.